Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh) on an e602 analyzer. Of the two samples, one had erroneous results for tsh. Both samples also had erroneous results for free triiodothyronine (ft3), and free thyroxine (ft4) when tested on the e602 analyzer. Erroneous results were reported to the clinician. The customer received a complaint from the endocrinology clinic about the results measured on the customer's e602 analyzer. The samples were repeated on and e601 and e602 analyzer, producing similar results. The samples were said to also have been sent to a reference laboratory where the results were the same. The results from this reference laboratory were not provided. The samples were then repeated on a siemens analyzer. The results from the siemens analyzer were what the clinician expected. This medwatch will cover tsh. Please refer to the medwatch with (B)(6) for information related to ft3 and refer to the medwatch with (B)(6) for information related to ft4. (B)(6). The patient was not adversely affected. The customer's e602 analyzer serial number was (B)(4). Serial numbers for the other e601 or e602 analyzers were asked for, but not provided. A specific root cause could not be determined based on the provided information. The patient sample was no longer available for investigation. A general reagent issue can most likely be excluded. The discrepant values may relate to the presence of an interfering factor that either influence the assays from siemens or the assays from roche. Due to the different setups of assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing the values of assays from different vendors. In addition, it needs to be taken into account that the values of all thyroid parameters vary in function of age, gender, and other population characteristics.

Manufacturer narrative:
Date received by mfg has been updated to 01/18/2016.